Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an dialysis catheter. The customer states that the tip of the catheter separated from the catheter while in the pt. The broken piece was removed while in the ir and the catheter was replaced.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.